Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 1 second, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. There were no patient injuries reported and the patient condition was good post-procedure.

Manufacturer narrative:
Updated d4: 1. Lot number from unknown to 002932674,1 2. Expiration date updated, 3. Unique identifier (UDI) # updated.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 1 second, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. There were no patient injuries reported and the patient condition was good post-procedure.

Manufacturer narrative:
Updated d4: 1. Lot number from unknown to 0029326741. 2. Expiration date updated. 3. Unique identifier (UDI) # updated. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 24mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 1 second, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. There were no patient injuries reported and the patient condition was good post-procedure.